Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to a high shocking lead impedance measurement.

Manufacturer narrative:
The system remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.